Event description:
During ultrasound assisted PICC (peripherally inserted central catheter) line placement (4 fr single lumen) using modified seldinger technique at the patient's right brachial vein, staff met resistance once the PICC was inserted 7 cm. Staff removed PICC with massaging of the arm and vessel. Upon removal of the PICC with introducer, it was found the PICC was tied in a knot at the last 1.5 cm area. New kit was obtained and successfully placed. Photos are available for investigation.